Manufacturer narrative:
Follow-up #1: date of submission 06/08/2016 device evaluation: the device has been returned and evaluated by product analysis on 05/24/2016 with the following findings: the pump's black box showed evidence of unexplained pump reboot events. On (B)(6) 2016 at 07:50, there was a pump reboot and deliveries resumed at 16:05. On (B)(6) 2016 at 17:23, there was a pump reboot and deliveries resumed at 17:54. On (B)(6) 2016 at 22:23, there was a pump reboot and deliveries resumed at (B)(6) 2016 at 04:05. On (B)(6) 2016 at 22:49 there was a pump reboot event and deliveries resumed at 23:05. The battery compartment was cracked above and below the bumper pad. The returned battery cap had stripped threads and was unable to fully attach to the pump. The pump reboot events were duplicated with the returned battery cap. A test battery cap was able to carefully attach to the pump and was used to complete a 24 hour duration test. No power interruptions were duplicated during the duration test. The daily insulin delivery totals correctly reflected the user's programmed basal rates. The pump passed a delivery accuracy test and was found to be delivering within the required range. The pump cover was removed and there was no evidence of internal moisture or damage to the power circuit found. Unrelated to the initial allegation, the display screen was discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On 04/25/2016, a reporter contacted animas alleging that a patient had a hyperglycemic event on (B)(6) 2016 while on the pump. The reporter stated that the patient had a blood glucose of 500 mg/dl with no symptoms associated with hyperglycemia. The patient did not receive any treatment above and beyond the normal routine of diabetes management. The reporter alleged that the pump had an intermittent power issue and that there was a crack in the battery compartment. The battery cap was unable to be fully secured to the pump. This complaint is being reported based on the allegation that the patient experienced a hyperglycemic event due to a pump malfunction.